Event description:
Patient with recurrent glioblastoma (gbm) began treatment with novottf on (B)(6) 2012. Novocure was informed on (B)(6) 2012, by spouse that patient died on (B)(6) 2012. Treating md reported reason for discontinuation of novottf was coma (recurrent) glioblastoma) and cause of death was recurrent glioblastoma. No adverse events associated with device were reported. As per device log file review last date of treatment was (B)(6) 2012 and device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure concurs with treating doctor that death is unrelated to novottf. Death is related to progressive glioblastoma. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf and chemotherapy arm respectively. This event is being reported to FDA as per novocure's standard operating procedures (sops) which state any deaths that occur within 24 hours of device use be reported (patient was wearing device on date of death).